Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the fenestrated bipolar forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation.

Event description:
It was reported that a fenestrated bipolar forceps instrument was observed to have a broken conductor wire. No other information was provided. Intuitive surgical, inc. (Isi) followed up with the clinical engineer and obtained the following information: the issue happened intraoperatively in the patient's body. The procedure was almost finished, and the customer was checking inside the anatomy to check if there was any bleeding just in case. The instrument was broken, but the cable was still intact. The reporter doesn't know if the wire inside the insulation was exposed. There were no signs of thermal damage or any arcing during the surgery. The instrument did not collide with any other instrument or tool during the procedure and there were no problems removing the instrument through the cannula. The customer used the same instrument to complete the procedure, and no fragments fell into the patient. The reporter was not able to provide any patient related demographic information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. The instrument was recognized by the test system and successfully passed all functional tests. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.